Event description:
A 5 year-old boy, was implanted on october 6, 1997. He was successfully fitted and his system functioned normally throughout the following 18 months. On april 13, 1999, the co was notified that the pt had been seen at the implant center that day for device evaluation because his implant was no longer functioning. According to the child's mother, the pt had slipped and fallen on a wet tile floor the day before. He immediately lost all sound. Testing conducted at the ctr, including a complete change out of all external equipment confirmed that his device had malfunctioned. Revision surgery took place on april 19, 1999. The pt was reimplanted with another clarion device.